Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the doctor noticed that the jaw was deformed after the package was opened. The device was not used for the patient. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.